Manufacturer narrative:
Should additional information become available a supplemental record will be filed.   Prid 456660 and 456668 are for both rear wheels spokes cracked.

Event description:
The provider states the seat as well as back upholstery is stretched and worn out too. The caller states rear wheel bearings are worn out and the rear wheel spokes on both the left and right are cracked.